Event description:
It was reported via email that the customer had a motor error alarm on their insulin pump. The customer also reported having adhesive issues with their supplies because the customer sweats a lot. The customer could not be contacted by phone to troubleshoot the issue. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.